Event description:
It was reported that when the device was used, with reload cartridge, during a laparoscopic gastric bypass procedure, it would not fire. Another device was used to complete the case with no consequence to patient.